Manufacturer narrative:
(B)(4). The customer returned one unit (B)(4) visistat 35 w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler appears typical and the staples do not appear to be misaligned. The stapler was returned with 27 staples left in the cartridge indicating that 8 staples have been fired by the end user. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. The trigger was engaged, however the staple would not load into the forming tool correctly. The stapler fired one partially formed staple each time the trigger was engaged. The stapler was disassembled to look for any anomalies or defects. It was confirmed, the forming tool for the returned stapler is bent as compared to a lab inventory forming tool (reference files pic_anp1900046454). The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." Other remarks: nonconformance, 40007988, has been initiated to further investigate this complaint issue. The reported complaint of staples not grabbing skin correctly was confirmed based upon the sample received. Functional testing performed on the returned stapler revealed the staple would not load into the forming tool correctly. As a result, the staples are only partially forming. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The stapler was returned with 27 of the 35 staples left in the cartridge indicating that the stapler was fired 8 t the stapler was disassembled for errors and it was confirmed the forming tool was bent. The device history record review showed no evidence to suggest a manufacturing related cause. The forming tool is a purchased part. Therefore, the potential cause of this complaint issue is supplier related. Nonconformance, 40007988, has been initiated to further investigate this complaint issue. Conclusion: the potential cause of this complaint issue is supplier related. Further investigation has been issued for this complaint.

Event description:
The staples do not grab the skin properly. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w non-sterile, lot #73l1500439 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The staples do not grab the skin properly. The patient's condition was reported as fine.